Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was seen in the event log. To further investigate, a visual inspection and a functional test were performed. Customer's problem could not be duplicated. High pressure alarm messages before the completion of delivering were found in the pump's event history logs after pump starting. Found fluid ingression on pump by the chassis base of the occlusion sensors. It was recommended that a downstream occlusion sensor and upstream occlusion sensor be replaced along with the missing batteries door.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device did not alarm and the cassette was completely dry; additionally, the pump was missing a door. It is unknown if there was any patient, or clinician injury associated with this occurrence.